Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument created a quick spark. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing appeared to originate/occur at the tip of the instrument, and it grounded between the jaws. After the arcing event, the wires looked frayed at the tip of the instrument. The customer used the following settings in the dv5 generator: cut: 40, coag: 40. Also, it is unclear if the instrument tip(s) were in contact with tissue when the arcing occurred, but there was no patient injury, and there is report of them returning to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was connected properly, and its tips did not collide with any other instrument or tool during the procedure. The instrument tip(s) did not touch any staples, clips, or sutures while energized, and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There is no video recording of the procedure available for isi review. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.